Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while upgrading the pacemaker for cyber security while in its original packaging, the pacemaker went into back-up vvi. The pacemaker will be returned for analysis and will not be used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption consistent with failed product code download. Analysis performed after reloading product code indicated normal device characteristics. Code corruption could not be reproduced.